Event description:
It was reported during implant procedure that the set screw detached. The device was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of setscrew detachment was confirmed. Analysis revealed the user of the torque wrench was first damaging and stripping the setscrew hex inset due to incorrect wrench insertions. The user then forced the wrench tip down into the inset with the corners of the wrench being wedged into the walls of the inset. This firmly stuck the wrench in the setscrew inset. The user untightened the setscrew, but the setscrew remained stuck to the wrench and was pulled out of the device through the septum when removing the wrench. This is a user related anomaly since the user never aligned the wrench to drop into the setscrew inset to engage the setscrew to untighten it. This was incorrect use of the wrench by the user.